Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime/ compromised force sensor and no delivery tests. There was no excessive "no delivery" alarm noted. The pump was received with failed selftest alarm during self-test due to faulty board. The pump had cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a no delivery alarm and failed self-test alarm. The blood glucose at the time of the incident was 12.4 mmol/l. The customer performed troubleshooting was able to resolve the no delivery alarm. However the pump alarmed failed self-test alarm and was not able to resolve. The device will be returned for analysis.